Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during a remote monitor transmission, it was discovered that the patient's implantable cardioverter defibrillator (ICD) ventricular fibrillation (vf) detections were accidentally left off after the device had been implanted and the patient was discharged from the hospital. The patient returned to the emergency room to have the ICD reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.